Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was adjusted very poorly with two leads connected, and patient thought that device was malfunctioning. Moreover, when the device put in change with whole heart and not a desirable one, then needed to replace. Vital signs after pulse showed 117 beats per minute (bpm) and blood pressure was 79 over 50 mmhg (millimeter of mercury). As of this time, this device remains in service. No adverse patient effects were reported.